Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/13/2024, an FDA medwatch notification was received via email. A facility representative reported that an arthrex pump over pressured. After about an hour and a half of being used, the pump had a sudden increase in pressure, it went to 1500 ml/min. The surgeon was notified of the increase in pressure and deemed it okay to proceed with the surgery. The case was completed with no other changed to the arthrex pump. This was discovered during a procedure on (B)(6) 2024. Additional information received on 11/25/2024: the part number for the pump is unknown. This was discovered during a right aclr procedure. The pump was used with the ar-6215 y-tubing adapter double spike. The pump was set at 35ml/min then increased to 50ml/min. The setting had a sudden change to 1500ml/min. There were not alarms or error messages present prior to or during the event. The surgery was aborted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is user error due to disconnecting/reconnecting tubing which may result in pump pressure errors.

Manufacturer narrative:
Correction, b2 to adverse event, h1 to serious injury.